Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that the physician attempted to implant the left ventricular (lv) lead but did not like the position. The lead was removed and a different model lv lead was used. There were no patient complications reported as a result of this event.